Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, upon using the first reload on the first part of the stomach, the surgeon was able to press the green button but could not squeeze the handle and the reload did not fire. The second reload, fire but staple line was incomplete in distal that was fixed manually. The jaws of the device lock on tissue that was removed by grasper and some staples fell into the cavity of the patient. The reload was change by another one to complete the case.